Event description:
It was reported the customer had an unknown number of past occlusion alarms. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.